Manufacturer narrative:
The product was returned for analysis and broken haptics were observed. Intraocular lens (iol) received in four pieces in a bag. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned, the other haptic is broken/torn and is returned in two pieces. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable with an additional large cut/split almost dividing that piece in two. The reporter stated the use of a non-company viscoelastic, which is not qualified for use with the associated iol model. The reporter stated: "the customer suspects that there were cracks in the haptics, etc., which caused the iol to become unstable. It is unclear whether this occurred before the surgery or during implantation." While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that about a week after intraocular lens (iol) implantation, patient's refraction turned near-sighted with value more than -1d. Although it was not noticed, the physician suspected that there were cracks in the haptics which caused the iol to become unstable. However, the physician was unclear whether this occurred before the surgery or during implantation. During the follow-up checkup one day after the surgery, the patient told that there was dull pain sometimes and took painkillers twice a day. The lens was removed and replaced with another company lens in a secondary procedure. It was difficult to replace the iol during surgery and as a result, corneal epithelial detachment occurred which resulted in poor visual acuity and unstable reflex. According to surgeon, the visual acuity- would get better if the corneal condition calms down. Additional information was received. In the doctor's opinion, it was considered that the events (pain, swelling, blurred vision, descemet's folds) were not caused by the replacement iol, those were caused by the invasiveness of iol replacement surgery. In addition, all events have been resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).